Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that every time they attempted to print a report, their device would power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the device and was able to verify the reported issue. Physio-control then replaced the device's battery pins and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that every time they attempted to print a report, their device would power off by itself. There was no patient use associated with the reported event.